Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and poor sensing. The lead was found to have dislodged, and was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.